Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, bronchovideoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection. Since the subject device was repaired by a third-party agency with non-olympus insertion tube and distal end, the device did not meet its specifications. In addition to the reported no image finding, the following reportable malfunctions were also identified during the device evaluation: the light guide lens was missing and the distal end plastic cover was missing. Based on the results of the investigation, the root cause of the defect could not be specified and the presumed cause could not be determined because the insertion section with the suggested events was repaired by a third-party agency with non-olympus parts, however, since the distal end was replaced by a third-party agency, olympus presumed that the missing distal end cover was related to the repair by a third-party agency. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU does not allow repairs by anyone other than those authorized by olympus. Operation manual important information: please read before use: prohibition of improper repair and modification this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.